Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device inspection the rhino-laryngo videoscope had complete black out (no image) the most likely cause was determined to be an electrical short of the ccd cable cause by stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope had complete black out (no image). There was no patient involvement.